Event description:
It was reported that the patient presented with myocardial infarction and during the complex procedure involving a chronic totally occluded, narrow, mid left anterior descending artery and left main artery, after 5 hours, the occluded vessel was opened and 3 xience prime stents were implanted. It was noted that the patient experienced chest tightness and sharply decreased blood pressure after the stenting and underwent coronary bypass surgery. Post surgery, the patient's physical condition was reported as not good and subsequently the patient died. The physician stated he did not think the patient complication related to the stents, however, the cause of death was noted as myocardial infarction with heart failure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, hypotension, and death are listed in the xience prime instructions for use as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.